Event description:
It was reported that the subject device exhibited a b30 scope communication error. The issue was found during set up. There were no reports of patient involvement.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6 and h11. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, the customer allegation was confirmed which was likely due to damage to the image sensor unit or failure of mounted components on the electrical board due to stress. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.